Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following an explant procedure, due to the patient needing another procedure, the patient became paralyzed for 6 months. The patient is reportedly doing well now and has since been re-implanted. The reason for the paralysis is currently not available.